Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber and the fiber cap detached inside of the pt at 7,099 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for evaluation.